Event description:
A dye study was performed; following the dye study a priming bolus was programmed for the catheter volume. Once the "drug in pump tubing only" option was chosen in the priming bolus screen of the programmer, a pop up window stated to enter the catheter volume as total prime volume. The option of the highest volume (1.799 mls) from the range that appeared in the drop down screen of the clinician programmer was chosen by the hcp. This caused the patient to experience an overdose on (B)(6) 2012. The patient was in the ICU approximately 1 hour later. The patient was intubated. The pump was programmed to minimum rate mode. The patient recovered on (B)(6) 2012. The pump was programmed back to 300 mcg/day of baclofen.

Manufacturer narrative:
Catheter: model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported, by the attorney, that since, birth, the patient suffered from cerebral palsy, however she led a very independent life - living alone, driving and working. As a complication of her cerebral palsy, she suffered from spasticity in her legs. In attempt to control the spasticity, the patient used a pump system, which provided prescribed dosages of baclofen. The dosages administered through the pump system were monitored and programmed by the patient's managing healthcare provider (hcp). It was noted that the hcp was a medical doctor who specialized in physical medicine and rehabilitation, spinal cord injury medicine and internal medicine. On (B)(6) 2012, the hcp ordered a catheter study to test for any catheter defects. After completion of the catheter study, which showed no catheter defects, the hcp calculated and administered a priming bolus to compensate for the loss of catheter volume during the study. The hcp mistakenly calculated the total prime volume, which led to a miscalculation, causing an overdose of baclofen to be administered to the patient. After the administration of this overdose, the hcp then reprogrammed the patient's pump to deliver 6 periodic 50mcg boluses every 4 hours, with a continuous basal rate of 4.0mcg/hour for a total of 395.3mcg/day. The hcp then discharged the patient to go home. Within approximately one hour of leaving the hcp's office, the patient began to experience dizziness and weakness in her upper and lower extremities. The hcp was notified of the patient's symptoms and she was directed to go to the emergency room (ER). The patient was taken by ambulance to the ER. The hcp was notified by the hospital of the patient's admission to the emergency room and he said that he would send a manufacturer representative to the hospital to decrease the baclofen dose and eliminate the bolus doses. The hcp recommended allowing the baclofen medication to "wear off". A manufacturer representative reprogrammed the patient's pump to decrease the baclofen dose and to eliminate the bolus doses. The patient continued to be very weak and became unresponsive and had to be intubated to maintain appropriate respiratory status and oxygenation. The patient was transferred to the intensive care unit (ICU). The patient remained under treatment at the hospital until one week later, when she was finally stable enough to be transferred to an acute rehabilitation hospital as of (B)(6) 2014, the patient had yet to regain the level of strength or independence she enjoyed prior to the overdose. It was also reported that on (B)(6) 2012, two manufacturer representatives met with the hcp. The purpose of this meeting was to discuss the plan for reprogramming the pump system providing the baclofen doses to the patient. During the course of this meeting, one or both of the representatives calculated the new baclofen dose, including the priming bolus, to be administered. After advising the hcp to reprogram the pump and before he actually performed the reprogramming, the representatives left the premises. The representatives miscalculated the proper new dosages for the pump, causing the overdose. The hcp was reportedly negligent when he made an error in the calculation of the priming bolus to be administered to the patient after the catheter dye study, which led to the rapid administration of the extremely high dose of intrathecal baclofen. The hcp was reportedly negligent when he failed to recognize the error in the calculation of the priming bolus, when he made an incorrect corrective response to the overdose of baclofen by simply decreasing the baclofen dose and allowing the overdose to wear off, and when he delegated making the corrective measure to the baclofen overdose to a manufacturer representative instead of personally addressing the problem. As a direct and proximate result of the hcp's negligence, the patient suffered bodily injury, experienced pain and suffering and incurred medical and health care expenses. The overdose resulting from the miscalculations caused the patient relentless pain and suffering, and she endured an extended hospitalization, several surgeries, ongoing rehabilitation and a loss of independence.

Event description:
The following information was previously reported under manufacturer report # 3007566237-2013-04215: "it was reported that, when referring to a priming bolus, 1.799 was incorrectly entered as the 'total prime volume'." All information regarding this event will now be reported under this manufacturer report # (3007566237-2012-00286). It was later reported that, at the time of this report, the patient was doing fine. It was later reported that, per the patient's father, the patient "was not feeling right" and that's when they went back to the hospital to see the hcp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).